Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was found atrial undersensing. Upon review, it was determined that the atrial undersensing was due to sensitivity programming. It was recommended to reprogram the sensitivity. This ICD remains in service and there were no additional adverse patient effects reported.